Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a alternate sample from the same lot was returned from stock for investigation and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported his cycler alarmed for air detected in the cassette during drain 2 of 4. He was able to bypass the alarm but received a drain complication. When troubleshooting he found fibrin in the drain line. As he was disconnecting from treatment he reported the pin had come out of the set. When he opened the cassette door he found fluid leaking. He was advised to contact his pd nurse. The set was discarded. During follow up the patient's pd nurse reported the patient's effluent remained clear. He was not prescribed any antibiotics.